Manufacturer narrative:
No malfunction was reported. The product was not returned. Medical director visited the facility and provided add'l training.

Event description:
Deep vein thrombosis detected. Prescribed medications unk.